Event description:
It was reported that approx. 80 months after the implantation an increase of shock impedance greater than 200 ohms was observed via home monitoring. The lead was explanted and returned for analysis. No adverse side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 49 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular 13.5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue or a nearby lead, significant intracardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. As the proximal lead fragment was not returned for analysis no further investigation regarding the root cause of the increase of shock impedance up to greater than 200 ohms was feasible. The analysis did not reveal any sign of a material or manufacturing problem.